Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th may 2026, it was reported by an arthrex's employee via an email that for 3 units of ar-4501, meniscal cinch¿ ii: for the 1st unit, the anchor was set successfully but when tightening the sutures, both the anchors dropped out. Hence, the surgeon changed to the 2nd and 3rd ar-4501 but the same issue happened again. The procedure was completed successfully by using the 4th ar-4501. There were no patient harm and no secondary procedure needed.